Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that nothing was replaced and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart was disconnecting, alerting the user "alert. You have been disconnected." There was no patient present when this issue was observed.

Manufacturer narrative:
The camera reconnected after a few moments when this occurred. The issue was resolved when the pcoip was replaced. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs were reviewed, but provided no additional information regarding the cause of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.